Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hypoxic guard was adjusted, and the unit was returned to service.

Event description:
The hospital reported the hypoxic guard on the flow meter was not working during pre-use checkout. The unit was able to deliver a hypoxic gas mixture. There was no report of patient involvement.